Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5061013) in united states on 18-apr-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent sterilization. She stated that since she had the procedure done she suffered from pelvic inflammatory disease, pelvic floor disorder, sharp pelvic pain, precancerous cells found on her cervix / dysplasia, migraines, low libido, pain with intercourse, spotting after intercourse, heavy /abdominal menses, back pain, dizziness, iron deficiency, acne, ringing in ears, depression, anxiety, forgetfulness, heart palpitations, metallic taste in mouth, bacterial vaginosis, urinary tract infections and vaginal odor. She had ultrasounds done and physical therapy done for pelvic inflammatory congestion. She is currently being treated for migraines. She had been to 5 doctors in less than 5 years. She will see a doctor next month for consultation of essure removal. The consumer received the following concomitant medication: progesterone (progesterone), ferronal (ferrous gluconate), riboflavin (riboflavin), and magnesium (magnesium [magnesium]), multivitamins and coq10. She had natrelle breast implants. Serious injury was mentioned as event report type and required intervention as event outcome, but not specified and/or assigned to one of the events. Follow up 27-apr-2016: follow up information was received from consumer. Consumer was (B)(6) at the time of essure insertion (on (B)(6) 2011). She stated that inserting doctor was practicing in another area and also the inserting physician's assistant. Her new gynecologist for annual exams is recommending removal of essure. Essure lot number was not available. The onset date of the events was shortly after insertion (within 6 months) and regarding their outcome, the consumer mentioned that they are still ongoing including pid (pelvic inflammatory disease), migraines, increased pain during menstrual cycles, pain after intercourse with spotting, she did not produce progesterone, lower abdominal pain in area near intestines and on left side near left fallopian tube area. She has had CT scan, x-rays, and 2 ultrasounds including one recently. The coils were seen in both fallopian tubes on 2-d (dimensional) images. Regarding any intervention required for pids treatment, she mentioned physical therapy for pelvic floor disorder. No intravenous antibiotics, no hospitalizations. She had no pid prior to essure. No previous gynecologic problems or diseases. Essure has not been removed yet and she was planning to remove it and in discussion with her doctor. No removal date was planned yet. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic inflammatory disease. This event is serious due to its medical significance and listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In the present case, discrepant information was provided. Consumer stated she had pid within 6 months of essure insertion and this event was still ongoing at the time of this report (years later). She also stated no intravenous antibiotics or hospitalization was required as event's treatment and she was treated with physical therapy. These informations suggest consumer was likely referring to a pelvic floor disorder and not to a pelvic infection. Follow-up is being pursued with the physician in order to clarify the event. Nevertheless, since an infection cannot be totally ruled out, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since serious injury was reported. A product technical analysis is also expected.

Manufacturer narrative:
Follow-up from 03-aug-2016: unable to contact reporter. Further information could not be obtained, despite follow-up attempts. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic inflammatory disease. It was also reported that there was a possibility of misplacement of the left essure (interpreted as suspicion of device migration). The events are serious due to their medical significance and listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In the present case, discrepant information was provided. Patient stated she had pid within 6 months of essure insertion and this event was still ongoing at the time of this report (years later). She also stated no intravenous antibiotics or hospitalization was required as event's treatment and she was treated with physical therapy. These informations suggest patient was likely referring to a pelvic floor disorder and not to a pelvic infection. With regards to the other event, it was reported that the result of a possibility of misplacement of the left essure was based on exam findings, hx and CT findings but it was not clear whether dislocation or expulsion occurred. Nevertheless, a causal relationship between these events with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since serious injury was reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information could not be obtained.

Manufacturer narrative:
Follow-up received from physician on 17-may-2016 it was reported that she did no smoke, not use alcohol and drugs and did not have drug allergy. It was reported that she was having llq pain/pelvic pain since essure insertion in (B)(6)-2011. The pain was apparent immediately after being awaken from geta (interpreted as general endotracheal anesthesia). She was seen 3 days later and had normal CT: coils visible, no free air suggestive of perforation. Pelvic ultrasound was also done and showed normal uterus, normal ovaries and mildly prominent left pelvic sidewall vessels (may represent pelvic congestion syndrome). The pain in llq was sharp during bm (interpreted as bowel movement) and increased during her menses. It was on both side of the pelvis during intercourse, since essure placement. In (B)(6)-2011, hsg was done and showed bilateral tubal occlusion. In (B)(6)-2011 she was seen by doctor due to recurrent utis (she thought her utis were due to prior paraguard and iud use). It was also reported that she was having irregular menstrual cycles and cervical dysplasia (cin iii). Physician stated that her pelvic pain might likely be due to left essure coil. He also stated that based on exam findings, hx and CT findings; there was a possibility of misplacement of the left essure. Follow-up information received on 26-may-2016: quality-safety evaluation of product technical complaint: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic inflammatory disease. It was also reported that there was a possibility of misplacement of the left essure (interpreted as suspicion of device migration). The events are serious due to their medical significance and listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In the present case, discrepant information was provided. Patient stated she had pid within 6 months of essure insertion and this event was still ongoing at the time of this report (years later). She also stated no intravenous antibiotics or hospitalization was required as event's treatment and she was treated with physical therapy. These informations suggest patient was likely referring to a pelvic floor disorder and not to a pelvic infection. With regards to the other event, it was reported that the result of a possibility of misplacement of the left essure was based on exam findings, hx and CT findings but it was not clear whether dislocation or expulsion occurred. Nevertheless, a causal relationship between these events with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since serious injury was reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.